Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Inaccurate bone cuts - tibial cut in mako robotic tkr surgery. The tibial cut was shown as .9 mm proud on the system when checked with the planar but the surgeon complaints that visually it was about 4mm deep. The estimated discrepancy was about 4-4.5mm deep for which the surgeon compensated using a 13 poly. A planar probe was used to measure the cut accuracy.

Manufacturer narrative:
An event regarding inaccurate resection involving a mako tka software was reported. The event was not confirmed because the relevant log files and case session files were not provided for inspection. Method & results: -product evaluation and results: the alleged failure mode cannot be determined. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that robot was inspected and the quality inspection procedures were completed with no reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode cannot be determined. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.